Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was learned via clinical affairs that a (B)(6) male patient was diagnosed with critical aortic stenosis of an edwards aortic bioprosthetic valve after an implant duration of approximately 10 years. This patient underwent an implant of a transcatheter aortic valve inside the subject stenotic device via transapical approach. No complications reported during the procedure.